Event description:
During a knee arthroscopy, the doctor noted the knee swelling with fluid abnormality. The arthrex pump immediately turned off and replaced with different tubing. No problems noted after the change of tubing.